Manufacturer narrative:
The device was not available for evaluation. Review of the product reporting database revealed no similar reports have been received for lot#r04d06104. Batch review of lot#r04d06104 revealed that there were no aberrancies noted.

Event description:
Report from baxter another country indicates tubing was in use on a patient's central line and "broke off" (slipped out) at male luer. Blood reflux noted onto patient's bed. No patient injury or medical intervention reported. No additional information was available.